Manufacturer narrative:
(B)(4). When the device is returned and the investigation is complete, a supplemental MDR will be filed. Internal complaint number: (B)(4).

Event description:
It was reported that the patient began to experience lack of pain relief. A reservoir volume higher than expected in the pump was observed. A catheter access port (cap) procedure was performed and found that the catheter was patent. The pump was refilled and the pump therapy was continued. On (B)(6) 2015, another reservoir volume higher than expected in the pump was observed. It was determined that the pump will be explanted and returned for evaluation.

Manufacturer narrative:
Device evaluation:the returned pump was subjected to external and internal examinations, as well as, functional, flow, and electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed.(B)(4)

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, another supplemental MDR will be filed.(B)(4)

Event description:
The patient was admitted to the hospital on (B)(6) 2015. The pump was explanted and returned for evaluation. The patient was discharged on (B)(6) 2015 in stable condition.